Event description:
It was reported that at least 2 bd nano¿ 2nd gen pen needles experienced difficulty removing the inner shield from the device. The following information was provided by the initial reporter: consumer reported inner shield hard to remove.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 1237264. Medical device expiration date: 2026-08-31 . Device manufacture date: 2021-08-25. Medical device lot #: unknown. Medical device expiration date: unknown. Device manufacture date: unknown.

Event description:
It was reported that at least 2 bd nano¿ 2nd gen pen needles experienced difficulty removing the inner shield from the device. The following information was provided by the initial reporter: consumer reported inner shield hard to remove.

Manufacturer narrative:
H6: investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. H3 other text : see h10.